Event description:
It was reported that the patient threw up and started having low flow alarms overnight. The clinic had not been able to get the patient's flow to 2.0 since. The patient was given fluids and antihypertensive medications. Log files were submitted for review and captured low flow events on 14jun2025 and 15jun2025 that seemed to be a patient hemodynamically related issue. It was additionally reported that a computed tomography angiography (cta) and/or echocardiogram was performed which showed outflow graft kink vs occlusion, and the patient had stents placed due to a kink in the outflow graft. The patient was provided fluids, and their blood pressure was managed. The patient continued to have low flows. Log files were submitted for review and captured low flow events on 18jun2025 and 19jun2025. The patient had a suspected pump thrombus; flows had been anywhere from 0.6 to 1.0 with a speed of 5000 for a little over a week. It was also noted that the patient performed a system controller exchange. Log files for both system controllers were submitted for review. Both controllers showed numerous low flow events throughout the event histories. The trended data did indicate that an obstruction in the blood flow path was possible, there was a known kink in the outflow graft that could have been contributing. The patient was currently asymptomatic. A treatment of tissue plasminogen activator (tpa) was planned, and log files were sent prior to the treatment which captured low flows between 0-1 liter per minute (lpm) along with rotor noise and displacement. The patients' flows had jumped to 3.5 and were steady. Log files were submitted for review and continued to capture low flow alarms however the pump flow was trending upward and was around 2 lpm. Log files were submitted 48 hours after the tpa, and the log files captured no unusual events. Additional log files were submitted for review after a ramp study and the pump was operating as expected. Following a review of the log files, it appeared there were two system controller exchanges observed. (B)(6) appeared to be the original system controller that was exchanged on (B)(6) 2025. (B)(6) was exchanged to system controller (B)(6). Another system controller exchange was observed on the (B)(6) 2025 from (B)(6) which was still connected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number (B)(6) was not returned for analysis. The provided log file from this controller captured the controller being put into use on (B)(6) 2025. No controller-related issues were captured within the log file, and the pump operated as intended throughout the data. The patient¿s driveline was observed to have been disconnected from this controller on (B)(6) 2025 at the end of the data, consistent with the controller being exchanged. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: medical device problem code corrected. No further information was provided. The manufacturer is closing the file on this event.